Manufacturer narrative:
The investigation determined that higher than expected vitros thyroid stimulating hormone (tsh) results were obtained from patient samples collected using two alternative collection devices (lithium heparin and edta) compared to results obtained from patient samples collected using serum separator tubes, processed using vitros immunodiagnostic products tsh reagent lot 5840 on a vitros eci immunodiagnostic system. The most likely cause of the higher than expected vitros tsh results was due to the test event, specifically patient sample handling. Patient samples were left onboard the vitros eci instrument for a duration longer than recommended and without sample caps which likely caused sample maturation and evaporation. It cannot be ruled out that processes surrounding the test event that caused the discordant vitros tsh results would be carried out in a customer setting. Repeat testing was conducted using patient samples from the initial draw and fresh patient samples from a new draw. Repeat testing, conducted with the intention of reducing the lag time of sample processing, showed a reduced bias in the vitros tsh patient sample results between collection devices. Quality control results on the day of the event do not indicate a performance issue with vitros tsh reagent lot 5840. Therefore, a potential issue with vitros tsh lot 5840 can be ruled out as a contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5840.

Event description:
On (B)(4) 2019, ortho clinical diagnostics (ortho) became aware that higher than expected vitros thyroid stimulating hormone (tsh) patient sample results were obtained when a validation study was conducted at the ortho operations facility in (B)(4). The higher than expected vitros tsh results were obtained from vitros immunodiagnostic products tsh reagent lot 5840 which was being used as a control during the study. Twenty (20) patients were drawn into three different collection devices, serum separator tube (sst), lithium heparin (li hep) and edta. The results from patient samples collected from the lithium heparin and edta collection devices were compared to the results from patient samples collected from the serum separator tubes. All testing was conducted on a vitros eci immunodiagnostic system. The event occurred on (B)(6) 2019. Patient 1 li hep sample result of 2.010 miu/l versus the expected result of 1.420 miu/l. Patient 4 li hep sample result of 1.453 miu/l versus the expected result of 0.831 miu/l. Patient 6 li hep sample result of 1.380 miu/l versus the expected result of 0.846 miu/l. Patient 7 li hep sample result of 3.500 miu/l versus the expected result of 2.357 miu/l. Patient 8 li hep sample result of 1.450 miu/l versus the expect result of 1.033 miu/l. Patient 9 edta sample result of 0.946 miu/l versus the expected result of 1.513 miu/l. Patient 10 edta sample result of 0.298 miu/l versus the expected result of 0.153 miu/l. Patient 10 li hep sample result of 0.372 miu/l versus the expected result of 0.153 miu/l. Patient 11 li hep sample result of 0.744 miu/l versus the expected result of 0.463 miu/l. Patient 12 edta sample result of 2.030 miu/l versus the expected result of 1.410 miu/l. Patient 12 li hep sample result of 2.183 miu/l versus the expected result of 1.410 miu/l. Patient 13 li hep sample result of 1.237 miu/l versus the expected result of 1.780 miu/l. Patient 14 li hep sample result of 1.090 miu/l versus the expected result of 0.708 miu/l. Patient 15 li hep sample result of 1.983 miu/l versus the expected result of 1.407 miu/l. Patient 16 li hep sample result of 3.413 miu/l versus the expected result of 2.513 miu/l. Patient 18 li hep sample result of 1.710 miu/l versus the expected result of 1.147 miu/l. Patient 19 li hep sample result of 3.753 miu/l versus the expected result of 2.017 miu/l. Patient 20 li hep sample result of 1.900 miu/l versus the expected result of 1.400 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tsh results were obtained during a validation study performed at the ortho clinical diagnostics operations facility in (B)(4). No treatment was altered, initiated or stopped as a result of the event. Ortho has not been made aware of any patient harm as a result of this event. This report is number 3 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Non-conformance number (B)(4).